Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Additionally, it was reported that the pump battery would not charge. The customer's blood glucose level was 134 mg/dl. Reportedly, the customer reverted to a backup insulin pump as an alternate insulin therapy.